Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte winged vialon-e 22ga x 1.0in leaked between the catheter and catheter hub. It was reported that there was leakage from the gap between the catheter and catheter hub. The anesthesiologist punctured the a line with this product and inserted a catheter. It was confirmed that blood leakage (flow) was observed from the gap between the catheter and the catheter hub.

Manufacturer narrative:
Our quality engineer inspected the photos and the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak at the nose of the adapter during a catheter leak test. A ¿v¿ cut was observed on the catheter near the nose of the adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. From the returned sample, it was observed that the needle had pierced through the catheter. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully. Current control is an in-process inspection in place to check for needles that have pierced through the catheter.